Event description:
On (B) (6) 2008 a company representative reported she assisted the patient with removing the plunger from the piston rod of the patient's insulin infusion device. She stated insulin spilled into the cartridge chamber. On follow up with the patient, she stated the plunger remain attached to the piston rod when she tried to change the insulin cartridge. She said the cartridge had about 100 units of insulin but she believes the device was upside down and most of the insulin spilled outside of the cartridge chamber. She said she dried out the compartment with a cotton swab and inserted a new cartridge. The patient was instructed to look at the cartridge chamber and she stated she does not see any moisture. Proper removal of the cartridge was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.